Manufacturer narrative:
Product complaint # (B)(4). Investigation summary grater handle was not excepting a grater head during case. We just used the other one in the set during the case which did not cause a delay in the surgery. After the case I did take the handle and a grater head and found it hard to get the grater head to seat. It seems the pull down portion with the two points doesn¿t go low enough to allow the grater head to rotate and lock in place. I got it to work but then struggled to rotate and remove the grater head for the same reason as I mentioned above. Again, this did not cause a delay in surgery nor were there any broken, fragmented, or missing pieces generated. The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed no damage or defects on the quickset ace grater handle that could affect the assembly operation. However, the sleeve was missing. This condition may occur during the cleaning/sterilization process, particularly when the components are assembled or disassembled. As these procedures are often repeated, there is an increased risk of components going missing. A functional test was performed using a laboratory sample of the quickset grater head. The sample could not be assembled as the retractable mechanism did not lower sufficiently, suggesting a potential issue with the internal spring responsible for the retraction. This finding confirms the reported allegation. This damage could be associated to sterilization cycles that may have caused damage to the internal spring, leading to compromised functionality. However a definitive root cause cannot be determined. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset ace grater handle would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the grater handle was not excepting a grater head during case. We just used the other one in the set during the case which did not cause a delay in the surgery. After the case I did take the handle and a grater head and found it hard to get the grater head to seat. It seems the pull-down portion with the two points doesn¿t go low enough to allow the grater head to rotate and lock in place. I got it to work but then struggled to rotate and remove the grater head for the same reason as I mentioned above. Again, this did not cause a delay in surgery nor were there any broken, fragmented, or missing pieces generated.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.